Event description:
It was reported that the pump was explanted due to skin erosion. The caregiver of the patient noticed the incision site over the pump was red, had inflammation and was swollen approximately (B)(6) 2013. The pump was explanted; the catheter remained implanted. The patient was admitted as an inpatient to treat with intravenous antibiotics and oral antispasmodics. The patient was asymptomatic other than the pump erosion at the abdominal device pocket. The patient status was reported as ¿alive - no injury¿. The pump was delivering gablofen. It was later reported that the pump was removed due to ¿infection/erosion thru skin¿. It was later reported that a culture was taken from the wound incision site and grew ¿(B)(6)." The patient was discharged from inpatient hospitalization on (B)(6) 2013 and his spasticity was well controlled on oral antispasmodics.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l44305, implanted: (B)(6) 1997, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. (B)(4). The pump and a portion of the catheter were returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed no anomaly found. Analysis of catheter segment (8703w) revealed no significant anomaly; the catheter body had a hole and foreign material at the pin connector area that did not affect infusion; there was no leaking during pressure testing. Analysis of catheter segment (8596sc) revealed coring/tears/cuts in the sutureless connector seal; leaking was seen during pressure testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.